Manufacturer narrative:
The technician found the brake mechanism was worn and the plate was ben. He replaced the brake mechanism and straightened the plate to repair the bed.

Event description:
Info received indicates the casters on the bed are not holding.